Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer being thrown into swimming pool with insulin pump attached. Customer reported that as a result, insulin pump received a button error alarm and there was fluid under display screen. Customer's blood glucose was 105 mg/dl. Customer was advised that insulin pump would need to be replaced.